Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging an audio tone/vibration (vibration issue) issue. It was reported that the pump was emitting a constant vibration for 30 minutes while the patient was wearing it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of cs alarms or warnings related to a vibration issue. According to the basal total daily dose for the day of the complaint, the pump delivered the full programmed basal rate. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 12 hours on a 1 unit per hour basal rate with no issues occurring. The complaint of constant vibration was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.